Event description:
Reporter states customer was hospitalized for an infection due to possible reuse of a lancet. Reporter does not have any info about customer's lancet device or lancets. Customer is currently in the hospital for treatment. A request was made for return of the suspect product and a replacement was sent.